Event description:
It was reported that a spectrum infusion pump does not recognize a closed door. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom does not recognize a closed door. The device was received inoperable due to the reported symptom, determined to be caused by an intermittent lower link switch. The lower auxiliary assembly, which contains the failed lower link switch, was replaced.